Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient missed their scheduled refill, as they moved and cannot find a doctor to manage the pump. The pump went empty ((B)(6) 2015). The patient had symptoms of pain, specifically "hell of a lot of pain and can't control my limbs." The drug that was used via the device system was morphine and baclofen. The patient outcome/intervention remained unknown at the time of this event; if additional information is received this report will be updated.